Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. There is no report of death or serious injury associated with this complaint.